Event description:
Patient was admitted to the emergency room due to elevated blood glucose of 466 mg/dl. She indicated that she vomited throughout the night and experienced extreme dehydration. Patient repoted that at the hospital her blood glucose was 466 mg/dl and she was diagnosed with dka. She indicated that she was treated with phenergan and fluids for three hours then released. Patient stated that her connector needle was bent and believed that caused the elevated blood glucose. She indicated that the needle must have been bent the previous day when she changed her infusion set. Patient reported that she did not receive an occlusion error message on her device. Product has been requested for return to be evaluated.